Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The complainant reported that during the insertion of the impella cp, the pigtail became entangled in what was assumed to be papillary structures. The physician pulled back on device to free pigtail and then tried to advance catheter again, but the cannula appeared to become kinked on fluoro. The physician attempted to initiate therapy, but a pump stop alarm appeared despite the device initially appearing to ramp up. The physician removed the device without incident and successfully replaced it with a new cp.

Manufacturer narrative:
The investigation for the pump "did not start" issue has been completed. Data logs were not returned for review. The impella was returned for evaluation and during fuctional testing, the pump could start and run without issue under bench testing. The flow was saturated during bench testing due to dry blood in the purge gap. The kinked cannula was found about 15 mm from bonding site of can & of cage. The pump was caught on the papillary muscle and then attempted to be re-advanced and the cannula became kinked. The root cause of the positioning issues is most likely related to use. The root cause of the pump did not start was most likely related to use as there was a positioning issue and then it was re-advanced, the cannula kinked and then it was attempted to be started. Added- h6 medical device problem code 3009, h6 impact code 4628